Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and rupture are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported left side swollen lymph nodes was diagnosed with left side device rupture by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ lymphadenopathy: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side swollen lymph nodes and device rupture diagnosed by MRI. Device has been explanted

Event description:
Patient reported left side swollen lymph nodes was diagnosed with left side device rupture by MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No additional observations are performed.